Manufacturer narrative:
The device involved in the event has not been returned for evaluation. (B)(4).

Manufacturer narrative:
The catheter was returned for evaluation and it was found to be cut into two segments at approximately 10.50in from the distal tip. The evaluation could not determine the cause of the event; however, the catheter may have separated as it was noted to be caught on the previously placed stent and pulled against resistance. Per the pbct (peripheral blood clot therapy) IFU (instructions for use: never advance or withdraw an intraluminal device against resistance until the cause of the resistance is determined by fluoroscopy. Excessive force against resistance may result in damage to the device or vessel perforation. All devices are 100% inspected for damages and irregularities during manufacture. The lot history record of the reported lot number has been reviewed and no issues were noted that would have contributed to this event. (B)(4).

Event description:
On (B)(6) 2014, the patient underwent peripheral revascularization treatment on a previously placed stent (unspecified manufacturer) that had become occluded with a clot. The patient¿s anatomy was normal in tortuosity. During the procedure, it was reported the physician experienced resistance and difficulty as the tip of the catheter was advanced in the stent and seemed to be caught on the strut of the indwelling stent. No medication was being infused at the time. Angiography revealed that the tip of the catheter separated from the catheter. The broken tip was removed from the patient with a snare. The patient condition was reported to be stable. No patient injury was reported as a result of the procedure.